Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the valve was missing, but a drainage line access tip had been placed into the opening. We also observed that the access pin was directly inserted into the tubing, which is not standard practice per instructions for use. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001409368 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
19 april 2023: - was the clamp open when valve disconnected from the catheter? - not known - was there any damage noticed on catheter valve? - access pin was stuck in the tube s. Picture, no valve in place. - what was the impact to the patient? - valve change ************ description of the problem (what / why) - valve missing how many times did the defect occur - once medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes safety problem - no problem solved - yes how was the problem solved / additional information - valve change photo / sample available - no safety valve broken / damaged / defective - no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes impact on patient - valve change contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2023 where is the catheter located: in the abdomen or chest? - chest connected device (pleurx/peritx/brand) - 50-7050 procedure performed by - worker performed at - home additional information - none / not relevant.

Manufacturer narrative:
Pr 7720430 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f26.

Event description:
(B)(6) 2023: was the clamp open when valve disconnected from the catheter? - not known. Was there any damage noticed on catheter valve? - access pin was stuck in the tube s. Picture, no valve in place. What was the impact to the patient? - valve change. Description of the problem (what / why) - valve missing. How many times did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - valve change. Photo / sample available - no. Safety valve broken / damaged / defective - no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Impact on patient - valve change. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2023. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - worker. Performed at - home. Additional information - none / not relevant.